Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they experienced gum irritation and recession due to the aligners as well as one tooth failed to track.